Event description:
It was reported that two days after implant of the device, at follow up there was no threshold. The physician decided to revise the device. During the revision, when the opened the set screw, the set screw remained on the wrench and it could not be removed from the wrench. The device was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Event summary: the device was returned and analyzed and no anomalies were found. However, the returned device indicated a loose/detached set screw. (B)(4).